Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported that he keeps meter in a drawer. When he opened the drawer, he found the meter exploded. The explosion is described as "within the display". No further details provided. No adverse event reported. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The investigation determined that the meter has been abused and the display shattered. No signs of burning, melting, smoking or explosion were identified.